Event description:
It was reported that a pump alarms constantly for air in line (medication, programmed amount and delivery rate unk). The customer also stated that there was no pt involvement and the alarm was confirmed at the facility during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the upper reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. Low ultrasonic readings will make the pump more sensitive to air the upstream occlusion alarms. The failed upstream sensor was replaced.